Event description:
The customer reported that bubbles were noted in the eye during infusion, one light port light is blinking, and the screen froze when attempting to shut down the system. No patient injury was reported.

Manufacturer narrative:
The company representative examined the system and could not duplicate the complaints. The illuminator pcb was replaced for diagnostic purposes. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).